Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic episode without alarms. The episode occurred after the sensor had been inserted in the arm. The reason for the call was to request a replacement sensor and inform dexcom of the event. According to the report, the patient was in normal condition before bed. The egv at that time was not documented. At 0230, the patient would not rouse when the spouse attempted to wake him and he was reportedly unconscious. The egv at that time was remembered; however, the complaint states there were no alarms or anything. The bg was not checked and the spouse did not provide treatment. The spouse called an ambulance. The patient was treated with IV fluid and recovered after treatment. After treatment once awake, the egv was 51 mg/dl while the bg was over 200 mg/dl. Documentation states that the patient received insulin from ems at some point. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.